Event description:
It was reported that an unspecified alarm occurred during use on the home choice (hc). The technical service representative (tsr) arranged the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation; therefore, a device analysis could not be performed. A service history review revealed no previous service events that were related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.